Event description:
It was reported that during an open umbilical hernia repair procedure, the composite (pcovp) mesh was being placed when some of the composite film came off the product. The mesh was described as bloody and damaged after attempted use. The issue was detected during insertion into the patient. The mesh was not cut prior to implantation, and it was not implanted in a contaminated field. The mesh was replaced by another manufacturer's product. There was no medical or surgical intervention needed to prevent a permanent impairment of a function, and the event did not lead to or extend patient hospitalization. No additional operation was performed to correct the issue.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the collagen film was found partially peeled off on the mesh overlap. It was reported that the component was disengaged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: operating steps that parietex composite ventral patch should be hydrated in its original blister before being handled. This is carried out by immersing it completely in sterile saline solution for several seconds to ensure its conformability and flexibility. Further action was not required because the event had foreseen risk and is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.